Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid ingress on the system controller¿s black power cable and damage to the controller housing were confirmed via analysis of the returned controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that a dried green fluid substance was coating a portion of the outer jacket near the strain relief on the connector side of the black power lead. The outer jacket was removed to inspect the underling layer, revealing that a green fluid substance consistent with fluid ingress was covering the underlying wrap layer. It was also observed that the outer coating on sections of the controller housing had peeled away, exposing the underlying material. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 6 days of data ((B)(6) 2025 ¿ (B)(6) 2025 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported events could not be conclusively determined through this analysis. Incidental findings: the strain relief on the connector side of the black power lead was also observed to be broken. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 14mar2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital. The primary system controller had oxidation in the black power lead and the blue coating on the back of the controller was chipped off. The controller was exchanged.